Manufacturer narrative:
A (B)(4) product was not available for investigation of (B)(4); the lot number was not provided by the customer. The feedback provided by the customer states that, "these giving sets continuing to deliver even when clamped off." Further correspondence from the customer stated that the staff noticed the issue after priming set. The details of this feedback were forwarded to the manufacturing site for investigation; however, the lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is an isolated occurrence with no further reports of this nature against the product 41173e-0006 over the past 12 months.

Event description:
It was reported that bd alaris smartsite gravity set was damaged the following information was received by the initial reporter with the following verbatim the team in ed at christchurch hospital are reporting issues with these giving sets continuing to deliver even when clamped off.